Event description:
Sales rep reported on behalf of the customer that during distal locking, the drill was slightly misaligned. This reportedly caused a delay of five minutes as the device had to be locked by hand.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.